Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems. This report is referencing the patient's cervical system. Device 1 of 2. Reference MFR. Report#: 1627487-07522. It was reported the patient's cervical lead became fractured following a recent fall. The patient also complained of neck pain. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy resumed post-operative. Please note it is unknown which of the patient's leads were fractured. Therefore, all suspected devices are being reported.